Manufacturer narrative:
Physio replaced the power pcb assembly as well as the battery wire harness assembly, then complete other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control then further evaluated the removed power pcb assembly and observed excessive wear on the surfaces of the connector pins of pcb-mounted jack connector, designator j11. Physio also examined the removed battery wire harness assembly and observed excessive wear on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Based on the information available, physio-control determined that the cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts which triggered the power fail detector circuit on the power board.  Triggering the power fail detector circuit will cause the device to either power off or cycle power.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to print a code summary their device powered off by itself, then rebooted to the home screen.  The customer advised that when the reported issue was observed, battery #2 was low. There was patient use associated with the reported issue; however, the customer advised that there were no adverse effects to the patient as a result of the reported issue.  The customer further advised that they are unable to provide any additional information about the patient or the event.